Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2013, implant procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).

Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. Please refer to MFR report 3005099803-2022-07324 for the associated device. It was reported to boston scientific corporation that an obtryx ii system - halo and uphold lite vaginal support system device was implanted into the patient during a sacrospinous colposuspension with uphold lite and obtryx transobturator mid-urethral sling placement procedure performed on (B)(6) 2013 for the treatment of progressive pelvic organ prolapse (grade 3 cystocele), overactive bladder symptoms and stress incontinence. During the procedure, it was noted that there was some inflammatory reaction surrounding the urethra. It was reported that the patient tolerated the procedures well with no complications.